Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that no other anomalies were observed. To replicate manufacturing procedure testing, an occlusion test was conducted on the returned sample as per pm-449 using a hydrostatic pressure pump (p-3g-376). A free flow was observed for the occlusion test. Unable to confirm or replicate customer complaint of a line block alarm. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that they had another line-blocked alarm. The cassette and infusion set had been in use for two days. The pwd had been changing the cassette and infusion set at that time to resolve the issue and had requested replacements. The pwd had stated that the alarm had occurred again, totaling six times, and believed the issue was related to the infusion site. The operator of the device was the lay user or patient.